Event description:
On (B)(6) 2019, the reporter contacted lifescan united states, alleging that the subject meter read inaccurately erratic. The reporter performed two sets of back to back comparisons with the subject meter, each within 20 minutes of each other, and claimed to obtain blood glucose readings of ¿300, 200, 170, 130 and 119 mg/dl¿ and "114, 90 and 80 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.